Event description:
The patient underwent full revision surgery due to high impedance. The suspect devices were discarded in surgery. No additional relevant information has been received to date.

Event description:
It was reported that the patient's vns showed high impedance. No known surgical intervention has occurred to date. No additional relevant information has been received to date.